Event description:
It was reported that during the ablation treatment procedure, saline leaked from the catheter handle. The physician was ablating in the heart for approximately one hour when it was noted that saline was leaking from the handle of the therapy cool path catheter. The cool point pump alarm did not sound. The physician exchanged the catheter to successfully complete the procedure with no reported patient complications. The patient condition post procedure is stable.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.